Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported having problem with high blood glucose back in december and ended in the hospital. The blood glucose reading was 450mg/dl, and she was treated with and insulin drip. The customer stated that she went to las vegas and drove back home. The caller stated that his high glucose level was due to air bubbles and declined to troubleshoot the device. No further information was provided.